Event description:
The patient reportedly experienced skin irritation. The patient's device was explanted. Advanced bionics is currently in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
The patient reportedly experienced an infection in (B)(6) 2014. The patient was treated by puncture and antibiotics. On (B)(6) 2015, the patient presented with device extrusion and the electrode was visible through the skin at the implant site. The implant site was cleaned and the device repositioned. The patient's issue resolved in (B)(6) 2015, the patient experienced device extrusion for the second time. The patient's device was explanted.

Manufacturer narrative:
The recipient's skin irritation is reportedly not believed to be device related. The explanted device will reportedly be kept by the clinic for histological examinations. The device will not be returned to the company. A review of the device history records revealed no anomalies.

Manufacturer narrative:
(B)(4). The recipient was reportedly treated with clindamycin 600mg on (B)(6) 2015 for three weeks. Advanced bionics considers the investigation into this reportable event as closed. The infection has reportedly resolved. This is the final report.